Event description:
The suspect device kept giving "lo" as a reading. Pt was treating himself for low blood glucose. He felt high blood symptoms and at the hosp his blood glucose =1200 mg/dl. Pt is still in i.c.u. Labeling indicates the need to adequately dose the strip.